Manufacturer narrative:
The device was received fully deployed. The data shows the device completed both first and second priming sequences, but it is unknown at what point the needle deployed. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in the needle deploying late. The cause pf the reported event could not be determined. No bends or kinks were observed in the soft cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. Once deployed, the patient stated that the cannula appeared bent. No impact to the patient's glucose level was reported. The pod was not worn for treatment. There is no information available regarding treatment.